Event description:
A surgeon reported a pt with a refractive surprise following intraocular lens (iol) implant surgery. The surgeon reported that preoperative measurements were difficult because the pt had dry eye and head tremors related to pre-existing parkinson's disease. During the surgical procedure, intra-operative floppy iris syndrome was managed with a malyugin ring. On the second postoperative day, an examination showed the iol was off axis and the pt's uncorrected visual acuity was 20/70. Additional info has been requested.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. There has been one other similar complaint reported in the lot number. Additional info was requested on 05/19/2011 and 06/02/2011 by fax and mail. Additional info was received from the surgeon on 05/20/211. A completed questionnaire has not been received. (B)(4).